Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) is suspected of exhibiting premature battery depletion (pbd). The longevity of the device decreased faster than expected. Sales field representative consulted technical services (ts) who recommended device replacement. Device data was analyzed by technical services (ts) who verified that battery usage has been increasing abnormally. No adverse patient effects were reported. According to additional information, this s-ICD was explanted and replaced with a new device. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) is suspected of exhibiting premature battery depletion (pbd). The longevity of the device decreased faster than expected. Sales field representative consulted technical services (ts) who recommended device replacement. Device data was analyzed by technical services (ts) who verified that battery usage has been increasing abnormally. No adverse patient effects were reported. Currently the device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) is suspected of exhibiting premature battery depletion (pbd). The longevity of the device decreased faster than expected. Sales field representative consulted technical services (ts) who recommended device replacement. Device data was analyzed by technical services (ts) who verified that battery usage has been increasing abnormally. No adverse patient effects were reported. According to additional information, this s-ICD was explanted and replaced with a new device. No additional adverse patient effects were reported.